Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and catheter removal difficulties occurred. The stenosed target lesion was located in the mildly calcified mid right coronary artery (rca). A 6fr guide catheter was placed. A balloon catheter was advanced and cross the lesion without resistance. Subsequently, a 4.00x32 synergy drug eluting stent was selected for use to treat the lesion. The stent was not pulled back during the case. The cover was removed by the nurse and the physician did not notice anything unusual while feeding the stent over the wire, into the guide and into the artery. However, while positioning the stent, the physician noted that the proximal part of the stent was not close to the balloon marker and the stent did not look normal. The physician tried to pull the stent back into the guide but there was resistance. The whole system was removed including the wire and the guide. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts that were bent, overlapping and bunched. The proximal end of the stent moved from the proximal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found multiple kinks along the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and catheter removal difficulties occurred. The stenosed target lesion was located in the mildly calcified mid right coronary artery (rca). A 6fr guide catheter was placed. A balloon catheter was advanced and cross the lesion without resistance. Subsequently, a 4.00x32 synergy¿ drug eluting stent was selected for use to treat the lesion. The stent was not pulled back during the case. The cover was removed by the nurse and the physician did not notice anything unusual while feeding the stent over the wire, into the guide and into the artery. However, while positioning the stent, the physician noted that the proximal part of the stent was not close to the balloon marker and the stent did not look normal. The physician tried to pull the stent back into the guide but there was resistance. The whole system was removed including the wire and the guide. No patient complications were reported.